Event description:
It was reported that during the operation, the surgeon noted bleeding after the 3rd fire. And no staple was found at the bleeding point. The surgeon suspected the reload missed 2 staples. The surgery was completed successfully after suture sewing. The reload has been discarded.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? The surgeon suspected that 2 staples missed according to the video. How was the bleeding controlled? Suture sewing. How much blood was lost (ml)? About 500ml. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. This is an analysis of one video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows the jaws of a device with a white cartridge loaded inside the body cavity. When the jaws were removed from the tissue, bleeding was observed and the tissue was held by surgical instruments. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number of e22050031, and no non-conformances were identified.